Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing fell apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the short attachment device, it was determined that the nose tube of the device was bent/damaged, and the bearing was damaged. It was noted that the extension sleeve was damaged, and the ball bearings had fallen apart. It was further determined that the device failed pretest for visual assessment, cutter insertion, and temperature assessment. It was noted in the service order that the device had a bearing failure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.